Event description:
A female heavy smoker with hypertension was sent to the cath lab because of double vessel disease. The pt was enrolled in the study and the lesion at the proximal circumflex was treated with a vision stent with no residual in 2005; however the patient came back to the cath lab complaining of recurrent angina 6 mos later. Cag was performed and instent restenosis was found at the proximal circumflex. Also, a new lesion had developed at the left main. CABG was planned for the patient. No add'l info was available.